Manufacturer narrative:
Other text : note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported ring artifacts in body and brain images. There was no report of misrepresentation as a result of the artifacts. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse confirmed that ring artifacts were present on scan images in the region of interest. The fse visually inspected the system and found a crack in the compensator of the a-plane collimator. The a-plane collimator was replaced and calibrations run to resolve the issue. The system was returned to clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device has been evaluated by the manufacturer. The report source was also updated. The customer reported ring artifacts in body and brain images. There was no report of misrepresentation as a result of the artifacts. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse confirmed that ring artifacts were present on scan images in the region of interest. The fse visually inspected the system and found a crack in the compensator of the a-plane collimator. The a-plane collimator was replaced and calibrations run to resolve the issue. The system was returned to clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.